Event description:
It was reported that a cadd® cadd-prizm® vip system had high delivery infused. There is no report of any patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given 3 separate delivery tests: this showed the device delivered slightly outside of specifications for one of these tests (+4.93%). The examination of the device showed that the main body of the device had sustained fluid ingression indicating that the pump had been exposed to fluid during cleaning of the pump (cleaning performed against device instructions).